Event description:
New information received noted that the lead exhibited high capture threshold. The patient was stable and discharged after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced due to a capture anomaly.